Manufacturer narrative:
Ff2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported rupture and seroma. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening on posterior side assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: white biological observed on the device.

Event description:
Patient reported rupture and seroma. Healthcare professional reported left side "proceed with the bia-alcl test". Healthcare professional additionally reported "cat3 lesions", which is not device-related. The device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported left side "proceed with the bia-alcl test". Healthcare professional additionally reported "cat3 lesions", which is not device-related.